Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 33 mmol/l associated with an alleged loss of prime issue. Reportedly, the patient discontinued pump therapy but did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the reporter stated that the patient received a "pump not primed, no delivery¿ message. When going through troubleshooting, it was found that the patient was not using room temperature insulin and was over/under cycling. This complaint is being reported because the patient experienced hyperglycemia associated with user error.